Manufacturer narrative:
(B)(4): manufacturing records were reviewed: the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection using a microscope at 12x showed the lens was intact and undamaged. The lens was identified as a tecnis multifocal acrylic 1-piece intraocular lens, because of the presence of rings on the optic surface. The lens was measured on refraction within the manufacturing process. Results showed all optical results were in specification. The information did not indicate any relationship with the iol design or manufacturing process. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens was explanted from the patient's left eye in a secondary procedure due to differences between the post-operative refraction and the pre-operative planned results. No further information was provided.